Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue.

Event description:
The customer reported the device would not run on ac power. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the power supply to resolve the issue. The customer reported the device was not in use. No patient involvement no patient harm. The device passed all applicable testing.